Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
It was reported that the needle break when they are used with the scorpion. There was no harm for patient, operator or third party reported. No further information received. 22-sep-2022 update dw. Further information were provided that all the needles which were used with this scorpion broke. And the failure occurred on (B)(6) 2022. 23-sep-2022 update dw. Further information were provided that the reported event occurred during a surgery when the surgeon tried to pierce through the supraspinatus-tendon. It was further reported that the issue happend with ar-13995n with the batch 10332413. 27-sep-2022 update dw. Two needles broke during a supraspinatus tear rotator cuff surgery. The surgery was finished successfully with a new needle and the same scorpion-multifire device. It was further reported that the needles remained contained inside the scorpion and everything could be retrieved out of the patient.